Event description:
This is a 58 yr old white female who first presented in 1/93 with ovarian cancer. This was treated successfully. However on 11/94, she presented with breast cancer. This was treated with lumpectomy, lymph nodes dissection and post operative radiation therapy. She did well, but her ovarian cancer recurred. On 8/30/95 a port was placed. Recently she had episodes of fever, chills and was admitted to the hosp for IV antibiotics. It has now become apparent that the port may be infected. In addition, a venogram was obtained through the port, and it appears to be leaking. On 3/29/96, the pt was taken to the operating room for the removal of the right subclavian vein port. She tolerated the procedure well.